Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Telephone number : (B)(6).

Event description:
It was reported through literature that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's pressure waveform from the central lumen was lost, thought to be due to clot formation. The patient's radial arterial pressure was then directly transduced to the unit's console. While in the operating room the configuration was maintained. The unit was set to "auto operation mode", and the pressure source setting was set to "direct" and both monitors were re-zeroed. Pulsatile arterial blood pressure was continuously displayed unit the initiation of cpb. After full flow was reached, the unit was placed on standby, resulting in a loss of pulsatile pressure but map displayed. After the heart arrested a map of 63 was displayed on the external anesthesia monitor. When it was requested to lower the extracorporeal flow, it was observed that there was no change in displayed map. At that time it was recognized that the displayed map was an erroneous reading. The unit was repowered, pressure zeroed and factual invasive arterial blood pressure monitoring resumed and the surgery was completed. The patient suffered no adverse effects and made a full recovery.

Manufacturer narrative:
Event site postal code: (B)(6). It was reported through literature that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's pressure waveform from the central lumen was lost, thought to be due to clot formation. The patient's radial arterial pressure was then directly transduced to the unit's console. While in the operating room the configuration was maintained. The unit was set to "auto operation mode", and the pressure source setting was set to "direct" and both monitors were re-zeroed. Pulsatile arterial blood pressure was continuously displayed unit the initiation of cpb. After full flow was reached, the unit was placed on standby, resulting in a loss of pulsatile pressure but map displayed. After the heart arrested a map of 63 was displayed on the external anesthesia monitor. When it was requested to lower the extracorporeal flow, it was observed that there was no change in displayed map. At that time it was recognized that the displayed map was an erroneous reading. The unit was repowered, pressure zeroed and factual invasive arterial blood pressure monitoring resumed and the surgery was completed. The patient suffered no adverse effects and made a full recovery. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. Repair service not done.